Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment was returned, analyzed, and the distal conductor was fractured. It was also noted that there were several conductors with blood/body fluid (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
It was reported that the lead had high impedance and fracture. The lead was capped and replaced with a competitor. No patient complications have been reported as a result of this event.